Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The trek mentioned is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query the complaint handling database for the reported lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, non-tortuous, distal circumflex (cx) artery the balance middleweight universal (bmwu) guide wire was positioned and during advancing of the 3.0 x 20 mm trek balloon dilatation catheter (bdc) resistance was met and the devices became stuck. The devices were removed as a system from the anatomy without issue. The vessel was rewired and a second bdc was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.